Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported heart block could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances, as pacemaker was implanted.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23 mm navitor valve was chosen for implant. Upon inserting the wire into the left ventricle, the patient developed congenital heart block, and a temporary pacemaker was implanted. The valve was successfully implanted. On (B)(6) 2025, the patient had a permanent pacemaker implanted. The patient was reported stable.